Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure performed on (B)(6), 2022. It was noted that when the stent was placed under ureteroscope, it was found that the coil was completely curled, and it is impossible to be placed. A photo of the complaint device was provided and showed that the stent was buckled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).